Manufacturer narrative:
(B)(4). Concomitant medical products: biomet 36mm cocr mod hd +12mm cat#11-363666 lot#437150. Zimmer liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell. Cat#00875201336 lot#64030490 or 62732015 (unknown which is implanted). Zimmer shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners. Cat#00875705801 lot#64165543. Zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#64381044. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent hip revision approximately 10 months post initial implantation due to fractured stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the provided images shows the explanted head with a piece of the fractured trunnion fixed inside the taper. The head appears scratched on the taper and spherical surface. No devices were returned for further review. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.